Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient was critically ill while using the device, which is misuse of the device. According to the patient, on (B)(6) 2025, the cgm value was 200 mg/dl while the bg meter reading was 387 mg/dl. The patient was wearing a betabioinics ilet insulin pump. The patient had calibrated the cgm device and the values remained off from the bg meter. The patient was feeling confused and felt she was ¿going into dka¿. The patient also reported having pre-existing cancer but was stable. The patient¿s son called ems and the patient was air lifted to the emergency room (ER). The patient was still confused and could not recall if she was provided any medication or treatment during this time. At the ER, the patient could still not clearly recall what happened, but she did report the medical staff told her she was in dka. The patient was treated with an unspecified IV and was discharged after 7 days. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.